Event description:
During procedure to visulize the lad and circumflex, five series were performed without complications. During the sixth visualization acute thrombus formation occurred within the lad and circumflex.

Manufacturer narrative:
Visual examination: traces of dried blood residue were noted on the outer surface of the returned catheter. The outer surface of the catheter was not damaged. Microscopic examination: light optical examination of the inner surface of the catheter revealed no anomalies. As too many possible lot numbers were available, no lot history record review could be performed. Thrombogenicity studies have been performed on all materials used in this product. All materials used in this product are biocompatible. Although the exact cause for the reported event could not be determined, the clinical events to not appear to be related to any product defect or malfunction. Thrombosis is a known complication of invasive cardiology procedures. The use of heparinized saline and frequent flushing of all devices used during the procedure are usually adequate to control such events.